Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received the sample instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for broken sedi40 with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a stabbing flame was released by the bd sedi 40, instrument followed by smoke, and then the device stopped working, currently the device is completely non-functional. No serious injury or medical intervention reported.